Manufacturer narrative:
On december 28, 2020, a manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4) on december 29, 2020, mentor became aware that in the initial report sent on december 11, 2020, a date of explantation was erroneously indicated, however, the patient did not undergo explantation of the suspect medical device on the left breast. Section d 6b should have been blank.

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: surgical intervention. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) years-old female patient underwent a breast augmentation revision with a mentor memorygel breast implant 550cc and suffered from a right side capsular contracture baker grade iii. The patient experienced surgical intervention and cutaneous contour deformity on the left side. The right breast implant was replaced with gel mentor breast implant 550cc on (B)(6) 2020. The left breast implant was not removed. This medwatch is for the left breast implant.